Event description:
Neurosurgery staff has noticed a problem with adjustable shunt valves and the ipad 2. "The ipad 2 (not the case with ipad 1 although there is now a new version and I don't know its characteristics) has a strong magnet on one edge where you can attach the cover. Because some of the valves we use are adjustable with the use of a strong magnet, when the ipad 2 gets within a few inches of the valve, it can change its setting which can pose a risk to our hydrocepahlus patients. While there is no formal study available, we have seen it happen and have tested it with some of our valves. Using the ipad 2 at a normal distance should not cause a problem."